Event description:
It was reported that 264 days after implantation of a 3.0x28mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention in-stent restenosis of 70% and timi iii flow was reported. It was not reported that the lesion was predilated. A 3.0x28mm taxus stent was deployed in the region of the lesion. It was not reported that the stent was post-dilated. "Following angioplasty and stent implantation," a post-intervention residual stenosis of 0% and timi iii flow was reported. The pt was prescribed aspirin "indefinitely," and plavix "for at least six months" after the procedure. The pt was noted to be "stable at the conclusion of the procedure." There were "no complications." The pt presented 264 days after the initial procedure with an 80% in-stent restenosis in the lad. It was not reported that the lesion was predilated. A 3.0x24mm taxus stent was deployed at 18 atm in the region of the lesion. "Following angioplasty and stent implantation," a post-intervention residual stenosis of 0% and timi iii flow was reported. The pt was in "stable condition" with "no complications" and continued on aspirin and plavix after the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 7728386 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available; a supplemental medwatch report will be filed.